Manufacturer narrative:
(B)(4). The incident unit was returned to the service center for evaluation. The reported condition was confirmed. The investigation isolated the failure to the dry solder joints on the low voltage power supply, but a root cause was not identified for the observed latch on incident. The dry solder joints were repaired to address the condition. No trend has been identified. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Manufacturer narrative:
(B)(4). The return of the unit has been requested. To date it has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
The customer reported that the pedal connected to the force fx-8c unit became stuck in the active position during a surgical procedure. The unit reported an error code and reset itself. No patient harm resulted from the issue. No further information was available from the facility.